Event description:
While performing the (ptca) percutaneous transluminal angioplasty, a cypher was inserted incidentally under fluoroscopy, and it was observed that the struts of the stents flared. The doctor changed to another cypher to complete the procedure. No patient injury was reported with the event.

Manufacturer narrative:
Prior to inserting in the patient, the product was undamaged. The event occurred the first time the product was inserted in the patient that was inserted in the vessel. The distal part of the stent flared. After the flare was noted, only the (sds) stent delivery system was removed. The same (medtronic) 6french 0.071" guiding catheter was utilized to complete the procedure. The guiding catheter was flushed at all times. The target site was the (lad) left anterior descending artery with an 80% stenosis. The patient was a male admitted with unstable angina. The medication consisted of pre-procedure losartan with hydrochloride combination, intro-procedure heparin and gp2b3a, and post-procedure of tpa and losartan with hydrochloride combination. No further information was available. The product is expected for evaluation and analysis: however, to date, it has not been received. Additional information will be submitted within 30 days of receipt. This product is similar to us cypher.